Event description:
It was reported that a patient presents to the clinic for a follow up visit after being hospitalized for symptomatic anemia. The patient underwent a gastrointestinal workup and was diagnosed with helicobacter pylori. The patient increased their medication and experienced symptoms of nausea, diarrhea and vomiting. No patient injury reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A device history record (DHR) review was not performed as the serial number was not provided. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device is patient/consumer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).